Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with two reloads present. Reload b was received fully loaded with staples; reload c was returned partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a returned reload b and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bowel resection procedure, the surgeon had asked for a vascular cartridge. A blue cartridge was removed from the device and replaced with a white 45mm cartridge. This was the first firing of the device. It was then reported that the device fired over the vessel, cut but did not staple the vessel. The surgeon then had to convert to open. This is the only information at this stage. Additional information has been requested.